Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address unknown complications approximately two (2) months post-operatively. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant devices: unknown, tibial component catalog #: ni, lot #: ni, unknown, femoral component catalog #: ni, lot #: ni. Report source: foreign: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2022-00807, 0001825034-2022-00809.

Manufacturer narrative:
Upon receipt of additional information from the complainant, it was identified that this event was initiated erroneously as the result of an incorrect print/upload date on the original complaint report received. This procedure did not occur and there was no harm to the patient or allegation against zimmer biomet devices. Please reference the following reports associated with this patient: 0001825034-2022-00354; 0001825034-2022-00355.

Event description:
No further event information available at the time of this report.